Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was scissoring. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m9383r. The analysis results of the el5ml found that the device was received with the jaw broken at bifurcation. Evidence of corrosion was found throughout the broken area of the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death.the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.